Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that prior to implant, this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was re-interrogated after 3 days and the fault code was observed again. The device was not implanted and will be returned. There was no patient involvement reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory noted that the device recorded the code 1003 on (B)(6) 2016. It was also noted that the device had recorded low temperature readings starting on (B)(6) 2016 until the alert was set. With the device being stored below the recommended storage temperature in labeling, the battery voltage reading became low enough to trigger a low voltage alert. Further analysis of the battery noted that it had recovered and was showing a status of beginning of life (bol). The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed that the low voltage alert observed at implant was due to the device being stored temperatures below what is recommended in labeling. Once the device was warmed to the recommended temperatures, it met all specifications and showed normal battery function.